Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complaint of ¿not giving the downstream alarm¿ confirmed through dso not alarming while clamped during dso occlusion test. Dso sensor will need to be replaced. Upon further investigation, found uso seal buckled, uso sensor not holding upstream alarm while clamped and fails delivery accuracy. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the unit was not giving the downstream alarm and it was found out during testing.